Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump did not light up anymore after inserting new battery. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display or back light anomalies noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.